Event description:
Doctor attempted to inflate covidien pdb auto suture round shape balloon for an inguinal hernia sn oms-pdb1000. Device was defective since it would not inflate. New device was opened and used.